Event description:
An initial low hemoglobin generated using a cell-dyn 3200 sl analyzer and reported to the emergency room (ER). A hgb=6.95 g/dl was reported to the ER and rbc units were set up, but not transfused. The cell-dyn did generate an rbc morph flag, and a mch=13.5 pg, mchc=16.6 g/dl and hct=41.9% to alert the user of possible morphology issues and the need for the sample to be repeated. A rerun of the sample was requested which yielded a hgb=13.3 g/dl, mch=25.5 pg, hct=4.8% and mchc=31.2 g/dl results. No impact to pt management was reported.

Manufacturer narrative:
The customer contacted the customer technical advocate (cta) in 5/05 to report that the cell-dyn 3200 sl analyzer generated incorrectly low hgb and mismatched hemoglobin/hematocrit results on 5/27/2005. The same sample was repeated in about 2 hours--the hgb count was normal and h/h matched fine. The data are as follows: on initial run hgb=6.95 g/dl, hct=41.6%, mchc=16.6 g/dl, mch=13.5 pg; on the repeated run hgb=13.3 g/dl, hct=42.8%, mchc=31.2 g/dl and mch=25.5 pg. Both samples wer run in the open mode. The customer data shows the presence of dispersional data alert on hgb count of 6.95 g/dl (underlined) and the rbc morphology from the original report. No such alert and flag are found on the second report, as the results are very normal. The customer stated that when the initial result was reported out to the emergency room (ER), ER staff asked blood units to be prepared for transfusion but also requested a rerun of the sample since the h/h mismatched grossly. There is no adverse impact on the pt treatment as the repeat run came out normal. The cta referred the customer to the cell-dyn 3200 system operator's manual and pointed out that the analyzer flagged "rbc morph" correctly as the results matched the flagging criteria, and per the recommendation of the operator's manual a review of a stained smear should have been reviewed for abnormal rbc or plt morphology. The customer agreed that they should have rerun the sample in the first place due to mismatched h/h before reporting out pt results per their current lab procedure. The customer requires no further assistance. The complaint was closed based on customer training and education. There is no stated reason in the complaint as to why the initial run gave incorrect results, therefore the cause is unk (e.g., sample handling issue or instrument problem such as bubbles present in the system, etc.). Trending analysis: a review of complaint reports for the months of march, april, and may 2005 did not indicate an adverse trend for cell-dyn 3200sl, list # 04h60-01 to generate incorrect pt results. Conclusion: the device was performing to specifications. The results were flagged requiring further action (rbc morph flag requiring smear review) and none was taken. Sample handling/mixing may have caused or contributed to the event but no conclusion can be drawn.